Event description:
The pt received a pump exchange on (B)(6) 2013 (reported on MFR # 0002916596-2013-00501) to vad-53559. The vad coordinator reported that following the pump exchange, the pt's condition continued to decline. The pt had multiple episodes of low maps, low pls, and a confirmed suction event. A transesophageal echocardiogram was performed. Support was withdrawn and the pt expired.

Manufacturer narrative:
The pt expired. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.